Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the device has a broken cross frame. The dealer hung up before transfer. The dealer stated he did not have the serial number, and provided no consumer information. The dealer provided no further information.